Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d6a. Clarification to partial implant date: 2020 was provided. Clarification to b3 partial date of event: mar2025 was provided.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade iii/IV" via ultrasound. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade iii/IV" via ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). E1. Phone number continued: (B)(6). Visual analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on may 29,2025. With lot number 56736 and catalog mcghan270cc. ¿ rupture: no observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii/IV.